Event description:
During surgery for the removal of a pelvic/abdominal mass, the skin stapler completely broke apart while on the field. Thirty-five staples were scattered. Thirty-four were recovered. The pt is going for x-rays and possible mki. Surgical team is confident the staple was lost in the room. The next staple gun they opened however had 3 add'l staples (38 instead of 35). Later that day with a different pt - the same brand and type of stapler jammed during the procedure and was not able to be used. That pt was not hurt. The rptr has that gun as well but it did not come with any pt info or packaging. Hosp is pulling all of these devices from use in hosp.